Manufacturer narrative:
Siemens has observed over-recovery in the immulite/immulite 1000/immulite 2000 androstenedione assay for samples across the assays' reportable range of 0.3-10 ng/ml (1.1-35 nmol/l). Siemens has confirmed that the issue noted in the december 2013 field action is not limited to only samples >5.5 ng/ml (19.2 nmol/l). Siemens has identified that the root cause of the over-recovery is related to the variability of a critical raw material. This issue has been resolved beginning with immulite/immulite 1000 kit lot 431, and for immulite 2000 beginning with kit lot 331. An urgent medical device recall (umdr) 2014-11-17 for immulite/immulite 1000 and umdr 2014-11-18 for immulite 2000 was sent to us customers in november of 2014. The umdr recommends that the customer discard the affected kit lots and to review the letter with their medical director.

Event description:
The customer has observed low bias on the restored androstenedione assay compared to the old assay on an immulite 2000 instrument when using reagent lot 332 and 323. The customer carried out a correlation study on patient samples and compared values obtained between the new and old androstenedione methods. It is unknown if any results are being reported to the physician(s). There were no known reports of patient intervention or adverse health consequences reported due to the low bias observed on the patient samples.